Event description:
Reported by the dr as: "a leak around the band diagnosed with methylene blue. The band and the port were removed and replaced with another lap-band system."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the returned device noted damage from a sharp instrument to the buckle, the ring of the band, and the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). This damage was likely caused during surgery to remove the device. Analysis also noted a sharp opening to the shell of the lap-band system. This may have been the source of the leakage. Performance tests indicated no leakage at the access port. Device labeling addresses the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing."